Manufacturer narrative:
Method: device return anticipated, not yet received. The operative report received confirmed the report of the tricuspid ring dehiscence as well as indicating the patient had a history of tricuspid regurgitation. Dehiscence may occur early or late, and may be due to multiple factors. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency that may have caused or contributed to the event.

Event description:
It was reported that a 4900 26mm tricuspid annuloplasty ring was explanted after an implant duration of 22 months due to dehiscence. As per the operative note, severe tricuspid regurgitation was noted as well as ring dehiscence and recurrent severe valvular regurgitant lesions. "Extremely dense pericardial adhesions, dilated mitral and tricuspid annuluses" were also noted. The ring was explanted and a edwards valve was seated without any complications. The patient arrived at the ICU in stable condition. No information to suggest a device quality deficiency.